Event description:
It was reported the patient was getting a ¿call your doctor¿ icon and a warning power on reset (por) message on the recharger and patient programmer. The patient was not able to adjust stimulation. The patient was not sure of the reason for the por message, but they had laser treatment that could be the cause. A manufacturing representative later reported a 0x400 por was displayed. The manufacturing representative had no issue clearing the por. The cause of the por was not determined and the patient had experienced no therapy. Everything was in good working order at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7092, lot# 255730001, (B)(4)implanted: (B)(6) 2010, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).